Event description:
It was reported by the customer's spouse, that the customer had high blood glucose levels of 451mg/dl. It was reported that the customer received excessive no delivery alarms. Troubleshooting occurred, and it was determined that the cannula was bent. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.